Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a final root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Internal ID # (B)(4).

Event description:
Siemens was notified about an incident that occurred on the magnetom sola system. Patient was positioned headfirst on the table and completed her cervical and thoracic spine studies. As the patient was being removed from the bore of the MRI machine, the patient screamed. The patient informed the technologist that her shoulder hurt. The patient was then placed in the wheelchair and left the facility. Later the patient had follow-up x-rays that showed she had an impacted humerus fracture. Siemens was not provided details of the aftercare of the patient once she left the medical facility.

Manufacturer narrative:
Per the complaint report, siemens is unaware of a serious injury associated with this issue. Patient was having a MRI of the cervical and thoracic scan. Patient was positioned headfirst on the table and completed her cervical and thoracic spine studies, as the patient was being removed from the bore of the MRI the patient screamed. The technologist asked her what was the problem and she said that her shoulder hurt. The technologist placed the patient in the patient's wheelchair and the patient left the facility. It was reported that no medical intervention was necessary. The customer states that the patient later had x-rays that showed she had an impacted humerus fracture and reported those findings to them through a lawyer a few weeks later. The customer did not provide any additional details of the aftercare of the patient once she left their facility. With the provided information we conclude that this issue was not caused by a technical deviation of the mr system. No detailed information on the course of the incident was provided. The event was classified as operator mistake. Therefore, we recommend training of the operator staff once again. The operator manual provides clear instructions to carefully monitor the patient during table movement.